Event description:
The customer reported that the split septum was missing from the connector housing. There was no report of patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). The product was received and an evaluation is pending. A follow up report will be submitted with the results of the evaluation once it has been completed.